Event description:
It was reported to boston scientific that an advanix biliary stent was successfully implanted in the bile duct. The event date was not reported. During an emergent follow up, the stent had migrated distally and perforated the duodenal wall. An unplanned stent removal procedure was performed, and the migrated advanix biliary stent was successfully removed using a snare device and an endoscopic closure was required to treat the perforation. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2023, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2301 captures the reportable event of additional device required. Block h10; e1: the healthcare facility information: (B)(6).